Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that tubing leaked at male luer site connected to the IV catheter. On (B)(6) 2020 at 1550: pt reported small amount of fluid leaking at the male luer site of her infusion set-up connected to the IV catheter. This tubing was connected to a bag of saline and cisplatin was connected and infusing via the y-site below the pump segment. Rn stopped the infusion and changed the IV tubing connected to saline, reconnecting the cisplatin to the new IV tubing. Was there patient involvement? Yes. Adult. Was the death/serious injury/event/impact/outcome related to the device? Yes this event is related to the defective product. Tubing contains chemotherapy.

Manufacturer narrative:
The customer reported ¿tubing leaked at male luer site connected to the IV catheter¿. Received from the customer was one used primary set model 2426-0500 lot unknown. A non-bd syringe adaptor was attached to the set¿s distal smartsite. Received was a copy of the bd ¿clinical advocacy incident form¿. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No abnormalities were observed during visual inspection. To prepare the set for functional testing a lab 18 gauge catheter was attached to the male luer to closely simulate the customer¿s use description. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching it to the set¿s spike adaptor allowing fluid to flow through the set via gravity. The set primed completely with no leaking observed. The set was loaded into a lab pump module device with the primary infusion programmed at a rate of 75ml/h and vtbi 75ml. No alarms were noted by the device during infusion. No leaking was observed on the set. The set was pressure tested per IV disposable leak test method dir (B)(4) while submerged underwater up to 30 psi. A closed stopcock was attached to the end of the set¿s male luer. No air bubbles were observed leaking at any of the set¿s locations. Equipment used (visual inspection and functional testing performed on 23-sep-20). Optical ram-cnc, eq08204, calibration due date: 05-feb-21. Dino lite microscope, eq106199, ncr. Air pressure regulator with pressure gauge, eq00151, calibration due date: 07-nov-20. 8015 alaris pcu 1.5, eq08330, pm due date: 04-aug-21. 8100 alaris system lvp, eq08470, pm due date: 05-jun-21. The device history record for primary set model 2426-0500 lot unknown could not be conducted because the lot information was not provided. The customer¿s report that the tubing leaked at male luer site was not confirmed or replicated on primary set model 2426-0500. The root cause of the customer¿s reported leaking was not identified as we were unable to reproduce the event during functional and pressure testing. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that tubing leaked at male luer site connected to the IV catheter. On (B)(6) 2020 at 1550: pt reported small amount of fluid leaking at the male luer site of her infusion set-up connected to the IV catheter. This tubing was connected to a bag of saline and cisplatin was connected and infusing via the y-site below the pump segment. Rn stopped the infusion and changed the IV tubing connected to saline, reconnecting the cisplatin to the new IV tubing. Was there patient involvement? Yes adult. Was the death/serious injury/event/impact/outcome related to the device? Yes this event is related to the defective product. Tubing contains chemotherapy.